Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set broke off into the patient's body. On (B)(6) 2016, the patient's blood glucose level was 240 mg/dl at 7:00 p.m. And 480 mg/dl at 11:30 p.m. The patient changed the infusion set and found the cannula was missing. The patient made an appointment with his physician. On (B)(6) 2016, the patient had surgical intervention to remove the cannula. No other information was provided. The patient uses two infusion sets with lot numbers (32163205) and (32043166). The patient doesn't know which lot number was used during the event. The infusion set is not expected to be returned for product evaluation.